Event description:
During follow-up, noise was observed on the right ventricular (rv) lead due to myopotentials. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found one external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The reported event of noise was confirmed. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.